Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stretched shaft was confirmed. The reported difficulty removing the protective sheath was not tested/confirmed due to the sheath not being returned. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that during preparation, the protective sheath of the nc tenku was attempted to be removed from the balloon after flushing the catheter; however, the protective sheath could not be removed. Extra force was applied to remove the protective sheath and the sheath was removed. However, the balloon seemed to be stretched. The balloon was not used in the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.